Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of particles on the needle was confirmed from the photograph that was provided for investigation. The photo showed only the IV catheter tubing and the tip of the needle. A light grey and possibly translucent material was noted at the needle tip. Without the physical sample, the material property and source could not be determined. The material may have been residual lubrication or material that was introduced after the packaging was opened. The reported threading issue may have been associated with the reported particles on the needle. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc foreign matter found on needle. The following information was provided by the initial reporter: it was reported by customer that they identified a 20 gauge IV catheter with particles on the needle. ¿ did any of the events result in an adverse event, injury, harm to the patient, health care professional, or others? No patient involvement/contact.